Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regw2635 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that needle detached from the powerglide device. No patient impact. Additional information provided: patient is somewhat obese and was needing a midline for transfer to another facility. There was no emergent medical situation or intervention needed by this event. The needle remained in the catheter and I was able to recognize the failure and removed the device intact at that time. Gauze and pressure was held in place for a time for the vein to stop bleeding to resume assessment for new placement. The only harm or injury that occurred was the need for an additional 'poke' to achieve access that was needed. I don't recall any issues with the patient, I believe that she may not have been aware of the issue. There was no interruption of treatments or medications. The midline placement was for removal of a cvc and then patient was to be transferred to another facility. No additional intervention or otherwise was required due to the powerglide failure. Placement was achieved with the second attempt, no further action was required or needed.